Manufacturer narrative:
UDI - (B)(4). Attempts are being made to obtain additional information. Upon receipt of new relevant information or completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the perforator failed to disengage, causing damage to the dura mater and brain. The product was used for opening the first hole for a bypass operation. However, the auto release did not work, then the dura mater and brain got damaged. Additionally, when the surgeon pulled the product to remove from the bone, the inner drill, the outer drill, springs were dismantled separately. The surgeon confirmed that no piece was left in the field of vision. The artery and the vein were not damaged. And then, the surgeon applied fibrin paste to a serge cell and continued bypass operation. The surgeon thought that the product was not made by codman at first. Because the surgeon used to the product made in codman. Therefore, the surgeon commented that the patient had diabetes, and bone was not hard and whether they cause this case. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI : (B)(4). The device was returned for evaluation. The perforator was visually inspected. The device was received disassembled. No visible defects were observed on the components. As received, testing could not be performed. The device was resleeved and functional testing was performed. A series of holes were drilled per the test method without issue. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.